Event description:
It was additionally reported that the patient already had a durable berlin heart rvad and this surgery was just transferring him to a heartmate (hm) 3 rvad. Berlin catheters were placed at the time of left ventricular assist device (lvad) implant. Bilateral heart failure was noted prior to hm3 implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of the IFU lists potential adverse events, including right heart failure that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with a right ventricular assist device (rvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.